Event description:
In follow-up with the customer after her initial contact with customer service, the customer reported that the port plug on the faceplate of her pump in style advanced breast pump was damaged and she was getting low suction while single pumping because of it. The customer developed mastitis, for which she saw a physician who prescribed antibiotics.

Manufacturer narrative:
The customer originally reported on (B)(6) 2014 that there was a broken/damaged port plug, however, the product was evaluated by quality engineering on 8/26/2015 and the faceplate was found to have a crack. The customer's complaint of a broken port plug was not confirmed. Complaints against this product are currently being investigated in (B)(4).

Manufacturer narrative:
The customer was sent a replacement faceplate with port plug. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional info or the original product received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.